Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. The 3 way valve was found to have failed due to an internal leak. This valve is purchased as an off the shelf item that is supplied by third party supplier, clippard.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced motor fault, transducer fault and vent inop. There was no patient harm or injury associated with the reported issue.